Event description:
It was reported the when the 2.5 x 23mm xience xpedition stent delivery system (sds) was removed from the packaging, the stent implant fell off the balloon. The device was not used on the patient. There was no resistance or difficulty felt during removal of the protective sheath from the balloon. Another similar device was used on the patient successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.